Manufacturer narrative:
H6 updated. H10 updated: the investigation found that if a monaco® plan has at least two beams, and the beams have different energies, the optimization and subsequent dose calculation are incorrectly using the energy from the first beam only. However, the exported rtplan file will indicate that mixed energies were calculated by monaco®. Monaco® plans that are created without optimization are not impacted. An important field safety notice (382-01-mon-016) will be sent to all affected customers from 20 november 2019. The notice informs users of the specific product and version numbers affected by the issue. It also provides a work around to avoid the issue. A field safety modification release for monaco 5.51.02 upgrade estimated release date december 2019. A field safety modification release for monaco 5.40.02 upgrade estimated release date january 2020.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported monaco 5.51 dose discrepancies.